Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2025, the patient began to experience "disorientation" and "stoma oozing and pain". The patient was treated with oral antibiotic, cephalexin 500 mg every six hours and deltamicin, unknown route, 10 mg twice a day. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d.6b. H6.

Event description:
The device has been explanted and not replaced. The patient was discharged from hospital with a nasogastric tube to allow the stoma site to heal.